Manufacturer narrative:
Correction occupation.

Event description:
The customer stated that while a patient was electively being intubated for an egd (esophagogastroduodenoscopy), the pump alarmed for air in line (ail) during an infusion of propofol which was programmed using guardrails. The nurse checked the infusion set, did not see air in the line and placed the set back in the pump. The rn increased the rate, overriding the soft stop warning, then pressed the start button several times to stop the ail warning. The pump started at the accelerated rate. The patient became bradycardic, proceeded to asystolic cardiac arrest, was not resuscitated, and expired. The customer did their own internal investigation and the event was determined to be due to user error. The facility will not be sending the devices/sets in. The devices were serviced and put back into use.

Event description:
The customer stated that while a patient was electively being intubated for an egd (esophagogastroduodenoscopy), the pump alarmed for air in line (ail) during an infusion of propofol which was programmed using guardrails. The nurse checked the infusion set, did not see air in the line and placed the set back in the pump. The rn increased the rate, overriding the soft stop warning, then pressed the start button several times to stop the ail warning. The pump started at the accelerated rate. The patient became bradycardic, proceeded to asystolic cardiac arrest, was not resuscitated, and expired. The customer did their own internal investigation and the event was determined to be due to user error. The facility will not be sending the devices/sets in. The devices were serviced and put back into use.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer stated that the pump displayed an air in line alarm, the nurse checked the infusion set, then placed it back in the pump. She did not check the rate, started the pump and later, an over infusion occurred. The customer did their own internal investigation and the event was determined to be due to user error; they will not be sending the devices/sets in. The devices were serviced and put back into use. The patient outcome was death, however no further details were provided.